Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep saw the patient on (B)(6) 2018 because their device shuts off. The rep did not know if it was the controller or the ins that had shut off. The patient indicated a week later that the device started to work again. It was unknown if the patient had discharged the device and charged back up again or if any error message was seen on the controller screen. It was unknown if any medical procedure was performed during that timeframe. The rep reported when she interrogated the device, the tablet started flashing a bunch of numbers. The rep did not remember those numbers. The rep quickly ended workflow. The rep re-interrogated again and the tablet behaved normally. The rep looked at the date and the device had (B)(6) 2013. The patient was seen by a different rep in (B)(6) of 2018 for normal reprogramming and there was no issue seen. The rep saved the data report, but she did not run impedances. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it is not clearly understood if it was the device or the patient program. The patient made it sound like it was the ins, but the rep cannot confirm if that was the actual case. The issue has been resolved. The rep reprogrammed the device and requested the patient call if any issues reoccur. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device date was set to 2013. Nothing looked strange about the recharge log files other than the date. The log file shows no pors in the timeframe following the implant and also does not show therapy lost due to a low battery. The software version being run was version 1.2.5697 and it was last updated prior to may/june meetings. No further complications were reported.